Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received one open sample to analyze this complaint. We have tested the linear tensile strength of the sample received and the result fulfil the requirements of the european pharmacopoeia (ep): sample result obtained is 42.46 kgf and ep requirement is 13.60 in average. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Remarks: when working with steelex® or sternum set, special care should be taken to avoid crushing or bending by surgical instruments such as forceps or needle holders. Final conclusion: although the results of the sample received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow- up report will be submited.

Event description:
It was reported that there was an issue with steelex suture. The customer reported that breakage of the thread occurred while was twisting the stainless-steel suture. New unit of product was used instead. No patient injury, was regularly discharged in 9 days. Increasing cost and operation time are the points of concern of this case. Two cases reported. The other medwatch submission related to this report (same product different patients) is: 3003639970-2020-00401.